Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the enseal¿s jaws were locked. The device wasn't on tissue. It was empty. There was a problem in the device's articulation wheel, it couldn't open. No patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. No issues were noted with opening and closing of the jaws. The device was disassembled to inspect the internal components and it was found that the active rod was no connected properly.  No conclusion could be reached as to what caused this issue. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.